Event description:
Spontaneous call from pt cadd legacy sn (B)(4) showing error "1870". Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Pt does have backup pump. Reported to (B)(6) by pt/caregiver.